Manufacturer narrative:
(B)(4). Partial fire. The analysis results found that the device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 66 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. Due to the condition of the device, no functional test could be performed with it. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right hemicolectomy procedure to close the top of a trouser leg anastomosis the cutter was used on the blue reload setting. This is the standard practice of closing the anastomosis type which does cross staple lines. When the stapler was fired the device jammed the surgeon tried to push the lever forward with a reasonable amount of pressure and the lever snapped off. The staples had surpassed the staple line and the device was opened. A standard cutter was opened and finished the job with no negative outcome for the patient. No buttress used, no noise, just a very high force to fire from the start of the sequence until full lock out mid fire.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.